Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported there was no patient involvement.